Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus their evis exera iii video system center displayed a communication error (e103). Attempts to retrieve additional information from the customer are in progress. There were no reports or death, harm or injuries related to this event.